Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due atrial fibrillation (af) with rapid ventricular response (rvr). Tachycardia therapy was programmed off as a result. The device remains in use. No additional adverse patient effects were reported.